Event description:
It was reported that the ilet did not display glucose readings due to signal loss from a newly applied dexcom g7 continuous glucose monitor (cgm) sensor, and a pairing failure alert occurred; the event aligns with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, traced to the electrical and magnetic subsystem and specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.